Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's blood glucose was 400 mg/dl. The customer treated with her insulin pump. The husband stated that the high blood glucose was likely caused by the customer's surgery yesterday. Troubleshooting was declined. No products were returned or replaced.